Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of "490 mg/dl" with the subject meter and "69 mg/dl" on another device. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30% and/or 30mg/dl. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.